Manufacturer narrative:
Investigation results did not find a bent/kinked soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 500 mg/dl while wearing the pod between 5 and 24 hours. The patient reported that an insulin delivery was made, but it was ineffective in bringing their blood glucose into range. Upon realization of high bgs, the pod was removed from the infusion site (abdomen), and it was observed that the pod's cannula was bent. Additionally, it was reported that the pod was leaking insulin. Information on treatment was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.